Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. Customer also indicated that when he is giving himself a bolus, the pump power will shut off. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer declined to troubleshoot as he indicated that pump was functioning fine. Customer indicated that he had been hospitalized for a small stroke, not diabetes related. Customer indicated that he would call back at a later time.